Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an electrical reset message was noted when the device was interrogated post-implant, and farfield sensing was also noted. The physician had been using a bovie in the pocket with the device. The device remains in use. No patient complications have been reported as a result of this event.